Manufacturer narrative:
The reported used device and detached component were returned to conmed for evaluation. Visual inspection confirmed the tip of the suture hook was detached from the shaft/body at the weld point. The surface of the device at the break point showed signs of metal fatigue and extensive wear. The most probable cause for this failure is the continued application of lateral force applied to the device during use. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformance regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 4 similar events have been reported for this product. In that same timeframe, 922 devices have been manufactured and shipped worldwide. A risk analysis was performed and found to be acceptable. To prevent the problem from recurring and to reduce the risk of potential patient injury, the instruction for use provide the following information. -avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage. This incident type will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
An operating room (or) nurse reported that while the surgeon was using the spectrum suture hook, the tip broke off when trying to pass a suture through the labrum. The location of this break was described as "where the straight part starts to curl". When the surgeon pulled it back, he saw the tip was broken and retrieved the broken piece with a scope. An alternative device was used to complete the procedure. This device malfunction did not cause any harm/injury to the patient and there was no surgical delay noted. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.